Event description:
Beginning on (B)(6) 2025, my abbott libre2 reader for my continuous glucose monitor (cgm) stopped working properly. When I used the reader the sensor, the screen on the reader stated connect to computer. I was not connected to the computer (I do not connect the reader to the computer). This error first happened when I was at home. At that time, after repeatedly turning the reader on and off and plugging the device into the wall, eventually able to get the reader to scan the sensor. I went for a walk and while out walking, I felt like my blood sugar level (bsl) was not right and tried to test my bsl. However, the same thing again and then I also started repeatedly receiving a message that the reader was: unable to test try again in 10 min. Several times I waited, repeatedly turned the libre 2 cgm reader off and on. The libre 2 reader was unable to scan my ssl. Eventually, more than an hour later, the reader was finally able to read my bsl (it was 320 and going up). The reader continued to have the same problems repeatedly throughout saturday evening/night. On sunday morning, once again, I got the same message: connect to the computer. Once again, after turning the device off and on several times eventually able to get a bsl reading. I called abbott customer support (1 855 632 8658) and reported the problem. The abbott rep advised that abbott could not do anything about this problem because they had replaced the reader in january 2025. As a type 1 diabetic, having a functioning cgm is a lifesaving device. I cannot believe that this MFR is not required to service / replace a non-functioning. Reader when the device fails (without any user error). Without a functioning reader, the libre 2 sensor is a non-functioning device.